Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and found cap piercer blade wick fibers obstructing the fitting/connector on the cap piercer drain tube line #180. The fse replaced the fitting/connector on tube line #180 to resolve the issue, no further leaking was observed. (B)(6).

Event description:
The customer reported a leak from the cap piercer wash station on top of capped sample tubes on their unicel dxc 600 pro synchron system. The customer stated the cap piercer leaked on top of capped sample tubes and described the volume of the fluid as approximately 2 ml. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.